Event description:
The customer reported the ventilator had a power fail occurrence. The customer reported the device was in use on a patient and there was no patient harm. As the device was out of warranty, the hospital biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer reported that review of the device diagnostic log history noted the power fail occurrence. The biomedical engineer reported the power supply would be replaced to address the reported problem as per the service manual recommended repair.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Out of warranty; no request for MFR serv.